Event description:
A malfunction involving a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump during the call and was advised to rely on multiple daily injections (mdi) for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.